Event description:
Ventilator experiencing constant air leak alarm, although it passes leak testing. During testing, never got constant leak alarms with test circuit, but did get air leak alarm when first turned on.